Manufacturer narrative:
A second lot number of contour tests strips was involved that was not submitted initially. Model 7080g, lot# 2gc3f12, exp. Date 07/31/2014; device manufacture date 07/01/2012.

Event description:
The customer tested her blood glucose using 2 contour meters and received readings of 348 and 112mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.